Event description:
Patient's tibial implant (placed in calf) was explanted on (B)(6) 2022 due to the patient not having enough subcutaneous tissue to carry the implant and it was starting to erode through the skin. No failure of the nalu system was reported at that time. The device was operating properly and was providing beneficial stimulation to the patient. The nalu reporting group was made aware of this incident on (B)(6) 2022.